Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet, producing pairing failure alerts and dosing stops soon warnings, while the g7 remained connected to multiple devices; after disconnecting a smartwatch and prioritizing connection to the ilet, the cgm successfully paired and glucose values displayed on the dexcom app and ilet, with a reported blood glucose of 221 mg/dl. Symptoms included notification alarms for urgent low soon and warnings related to impending dosing suspension, without reported hypoglycemia or other adverse clinical effects. Outcomes included temporary interruption risk to automated dosing, which resolved after successful pairing. Investigation included technical troubleshooting, device setting review, guidance to power off competing receivers, reentry of the pairing code, and re-pairing steps. Investigation of this case revealed that the g7 connection limit was exceeded due to concurrent connections to a receiver, smartphone app, and smartwatch, preventing pairing with the ilet. It was concluded that the pairing failure was due to user configuration with multiple g7 connections, and that device function was restored by removing the additional connection and re-pairing to the ilet.